Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 210. The root cause for the failure was defective u6, c4, c6, and c7 components on the ca board. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported monitor was displaying a service code.